Manufacturer narrative:
The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to an under infusion. Service evaluation verified an under infusion when the device deliver 7.182ml with a volume to be infused of 8 ml (10.225%). The cause identified as the absence of grease on the cam lobes and the cam shaft, fingers, valves, gears, and bearings. The cam shaft, fingers, valves, gears, and bearings were replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device experienced a failed flow accuracy testing, which was an under-infusion. No additional information is available.